Event description:
A health professional reported that an ophthalmic operating console had reflux issue and also presented problem with irrigation coming out instead of aspiration on the irrigation/aspiration (I/a) handpiece during a cataract-vitrectomy combination surgery. The surgery was completed successfully using the same console with a delay. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative did not confirm or replicated the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. A review for complaints reported against this serial number (sn) was performed. No similar complaints were reported for the product sn under investigation. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).